Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding the delivery of intrathecal baclofen (lot number of baclofen, the concentration, and the dose were unknown) via an implanted pump for intractable spasticity. It was thought the type of baclofen was lioresal, but the reporter was unsure. Following a system explant 3 weeks prior to (B)(6) 2015, the patient was hospitalized in the ICU (intensive care unit) because oral baclofen and intrathecal baclofen (which was delivered via an externalized intrathecal catheter following system explant) did not control the patient's spasticity. The plan was for the patient to have a new pump system implanted on (B)(6) 2015 and to implant the new catheter higher in the spine than the previous catheter. The reporter had no further information. It was thought the replacement was successful and there were no complications. Additional information was requested from the healthcare provider (hcp) regarding drug information, concomitant drugs, pertinent medical history, catheter information, and if any troubleshooting was performed related to the spasticity experienced with an external catheter.